Event description:
Healthcare professional reported, a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on anterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side rupture. Device has been explanted.